Manufacturer narrative:
On (B)(6) 2013, customer claims when using toothbrush that the handle was vibrating irregularly and hit his two front which caused them to chip. Requested that the unit be returned for eval. On (B)(4) 2013, request for dental info in relation to this claimed incident ws sent to the consumer.

Event description:
On (B)(6) 2013, customer claims he chipped two teeth using the unit.